Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No prime anomaly or over/under delivery anomaly noted. The test reservoir volume matches the units remaining in the status screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. Patient's other blood glucose value: 44 mg/dl. The customer was treated with carbohydrates. The customer was off the insulin pump for more than 48 hours than the hospitalization. The device is expected to be returned for analysis.